Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to high pacing thresholds and noise with oversensing and pacing inhibition. It was determined that the rv lead had dislodged. No additional adverse patient effects were reported. This rv lead will not be returned for analysis.